Event description:
Reporter alleged discrepant blood glucose results of 209 mg/dl back to back with a result of 111 mg/dl when testing was performed on the advantage system. Customer did not provide the exact time between testing other than the reference to back to back. Customer indicated feeling hypoglycemic symptoms at the time of the testing and self treated with food. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.